Manufacturer narrative:
Correction to g2 to add the foreign country germany. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material adhered to the elevator due to improper reprocessing. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with the subject device instructions for use (IFU). The root cause of how the foreign material remained on the device could not be determined. The following is included in the IFU and may help detect or prevent the event: "precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿" "thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.

Event description:
During the annual inspection of the customer¿s returned asset, foreign material was observed on the back side of the forceps raiser. The customer did not report any problems associated with the device. There was no patient infection reported. This report is being submitted to address foreign material found behind the elevator riser during the evaluation.

Manufacturer narrative:
The event date is (B)(6) 2021, when the foreign material was noted. The reporter¿s contact information, occupation and health profession are unknown at this time. Further inspection of the scope was performed at the regional repair center (rrc) determined that the foreign material cannot be removed even if the correct reprocessing was performed due to the buckling of each channel or nozzle and the gap on the insertion section or the boot of the scope. The right/left knob was found broken on the scope¿s control unit. Switches no. 1 was found split/cut. The exact cause of the reported event and physical damage to the scope cannot be determined at this time. The instruction manual states ¿clean the forceps elevator and elevator recess according to the instructions described in ¿brush and flush the forceps elevator recess¿ in section 5.4, ¿manually cleaning the endoscope and accessories¿ in the ¿reprocessing manual¿. Inspect whether there is debris on the forceps elevator, and in the forceps elevator recess according to the step 14 in ¿brush and flush the forceps elevator recess.¿ repeat brushing and/or flushing the forceps elevator and the forceps elevator recess until no debris is observed upon inspection.¿ an investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.